Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four unused samples were provided to our quality team for investigation. The products were thoroughly inspected, there was no damage or other defect identified within the product that could contribute to any leakage. A device history review was performed for reported lot 2310116, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results for the reported lot verified product met required specifications. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned samples, all product was verified to meet required specification and no leakage was observed. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaking syringes in cytostatics production, liquid leaks out during use.